Manufacturer narrative:
The malfunction was duplicated and attributed to an open wire within the device's multifunction cable.

Event description:
Complainant alleged that while analyzing the heart rhythm of a female pt the device did not advise shock for what appeared to be a shockable heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.